Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify battery out limit alarm and weak battery alarm due to buttons not responding. Ump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced battery out limit, weak battery and damage on the insulin pump. The customer's blood glucose value was unknown. The customer stated that the pump alarmed after battery change. The customer received multiple battery out limit alarms in the history. The customer reported damage on the battery down close to the bottom. The product was returned for analysis.